Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Report 4 of 6. Olympus was notified of an adverse event for a patient participating in the strive post market registry study. Strive is a single-arm, prospective, multi-center, registry study to evaluate the long-term safety and effectiveness of the spiration valve system (svs) for the treatment of severe emphysema in a post-market setting. On (B)(6) 2024 the patient underwent a therapeutic bronchoscopic lung volume reduction procedure during which multiple spiration valves were placed. Four 9mm valves and two 5mm valves were placed in an unspecified lobe/location. On (B)(6) 2026, the patient experienced cough, shortness of breath and fever. A sputum culture was performed which identified very light growth of stenotrophomonas maltophilia. The patient was hospitalized for pneumonia, received antibiotic treatment, and the endobronchial valves were removed. The patient improved and was discharged on an unspecified date.

Event description:
The physician reported that this is not a device related infection; the patient just got pneumonia one year after the valve insertion.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.